Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI:(B)(4). The lot number is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported by affiliate via complaint submission tool that the needle has broken and caught within shaft of expressew iii w/hook. This case has been reported by the loan kit technician during loan kit inspection. The complaint device was received and evaluated. Visual observations reveals that the needle was stuck in the shaft assembly, once the needle was removed from the shaft the tip of the needle was found broken, the upper and lower jaws are in good conditions are not bent. In addition, the ratchet latch assembly showed marks of wear. The complaint can be confirmed. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip and interference was felt during deploy. The possible root cause for the reported failure can be related to the device has seen heavy use and repeated cleaning/ sterilization cycle; also, an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components. However; this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The lot number is unknown.

Event description:
It was reported by affiliate via complaint submission tool that the needle has broken and caught within shaft of expressew iii w/hook. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.